Event description:
The patient had a history of the bilateral iliac disease with a hypogastric artery involvement. On (B)(6) 2021, the patient underwent endovascular procedure using gore® excluder® aaa endoprostheses to treat a right and a left common iliac artery aneurysm of 37 mm, with a left and a right hypogastric aneurysm with a risk of rupture mainly mediated by the hypogastric aneurysm greater than 25% in the following year. Reportedly, due to the anatomical sizes of the right iliac and hypogastric arteries, the physician decided to preserve the internal iliac artery using a gore® excluder® iliac branch endoprosthesis (ibe). The right common femoral artery access was measured as 9.8mm. The right common iliac artery size in the most proximal portion was measured from 23mm to 29mm and 24mm before the hypogastric bifurcation. The right external iliac artery was measured from 9mm to 11mm in the most proximal portion. The steps are followed according to IFU and the device was implanted correctly. At the time of the implanting of the plc271000/, a 16f dryseal sheath was inserted to the right external iliac artery (the area where the ibe device was positioned). Reportedly, the sheath was moved out without manipulation about 4cms. The physician only managed to advance the contralateral leg endoprosthesis 3cms outside the sheath, at which point it was involuntarily deployed. It was reported that the anatomy was not tortuous and the 0.035x260cm lunderquist® extra-stiff guide wire was used to support the procedure. The angiography scan detected that the device premature released in its proximal portion, remaining in the external iliac artery and a part of the common femoral artery. Upon identifying this, the physician decided to undergo the open procedure, and the device was explanted. The branch was twisted to be able to make occlusion and there was no bleeding while stabilizing the patient and inducing the general anesthesia. Finally, the device was extracted. Then the16f dryseal sheath was raised up to the stump of the contralateral branch of the gore® excluder® aaa endoprosthesis featuring c3® delivery system, the contralateral leg endoprosthesis (plc271200) was released, leaving the device without the presence of leaks. Later, the artery was repaired with a patch and sutures. As of today, the patient is in good general condition, at home, he refers lower limb pain, mild lower limb coldness. No further adverse events have been reported. The cause of the device premature release was checked with the physician. According to the physician, the only step that was not performed was raising the introducer sleeve to the stump of the excluder counter.

Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device is not available for analysis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to unintentional / premature component deployment and conversion.

Manufacturer narrative:
D6a: the implant date was added. H6. Code 213: a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device was provided for analysis and the device evaluation evaluation showed the following: the deployment knob was still in place on the returned catheter. The deployment line was seen exiting the trailing olive hole. The deployment line was pulled out of all the deployment sleeve stitches. No irregularities were noted in the device sleeve or deployment line. The leading end of the catheter had separated from rest of the catheter. The leading end of the catheter had pulled out of the trailing olive bond. There was catheter bonding evidence at the trailing olive. The findings from the evaluation are consistent with the physician¿s observations. The cause for the premature deployment could not be determined from the currently available information. This type of occurrence will continue to be monitored. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not advance the device outside of the sheath while tracking it into position. Catheter breakage or premature deployment have occurred and may result in potential patient harms. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to unintentional / premature component deployment and conversion.

Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device is not available for analysis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to unintentional / premature component deployment and conversion.

Event description:
The patient had a history of the bilateral iliac disease with a hypogastric artery involvement. On (B)(6) 2021, the patient underwent endovascular procedure using gore® excluder® aaa endoprostheses to treat a right and a left common iliac artery aneurysm of 37 mm, with a left and a right hypogastric aneurysm with a risk of rupture mainly mediated by the hypogastric aneurysm greater than 25% in the following year. Reportedly, due to the anatomical sizes of the right iliac and hypogastric arteries, the physician decided to preserve the internal iliac artery using a gore® excluder® iliac branch endoprosthesis (ibe). The right common femoral artery access was measured as 9.8mm. The right common iliac artery size in the most proximal portion was measured from 23mm to 29mm and 24mm before the hypogastric bifurcation. The right external iliac artery was measured from 9mm to 11mm in the most proximal portion. The steps are followed according to IFU and the device was implanted correctly. At the time of the implanting of the plc271000/, a 16f dryseal sheath was inserted to the right external iliac artery (the area where the ibe device was positioned). Reportedly, the sheath was moved out without manipulation about 4cms. The physician only managed to advance the contralateral leg endoprosthesis 3cms outside the sheath, at which point it was involuntarily deployed. It was reported that the anatomy was not tortuous and the 0.035x260cm lunderquist® extra-stiff guide wire was used to support the procedure. The angiography scan detected that the device premature released in its proximal portion, remaining in the external iliac artery and a part of the common femoral artery. Upon identifying this, the physician decided to undergo the open procedure, and the device was explanted. The branch was twisted to be able to make occlusion and there was no bleeding while stabilizing the patient and inducing the general anesthesia. Finally, the device was extracted. Then the16f dryseal sheath was raised up to the stump of the contralateral branch of the gore® excluder® aaa endoprosthesis featuring c3® delivery system, the contralateral leg endoprosthesis (plc271200) was released, leaving the device without the presence of leaks. Later, the artery was repaired with a patch and sutures. As of today, the patient is in good general condition, at home, he refers lower limb pain, mild lower limb coldness. No further adverse events have been reported. The cause of the device premature release was checked with the physician. According to the physician, the only step that was not performed was raising the introducer sleeve to the stump of the excluder counter.